Event description:
Reporter indicated a vns therapy patient had increase in seizure activity that is below pre-vns baseline, but the seizure severity increased. Diagnostics were within normal limits. The physician believes the seizure severity is due to the patient's battery nearing end of service. The patient has had no changes in medication, device settings, or experienced any trauma. Good faith attempts to obtain additional information have been unsuccessful to date.